Manufacturer narrative:
The fse replaced gds to address the issue, and it was returned to philips rica for failure investigation, and found that a defective u1 on the flow sensor, created the low leak-co2 rebreathing risk (e/c 1203). The determination could be made that the device failed to meet specifications. The v60 ventilator was not in use on a patient when the issue was observed.

Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.